Event description:
Last night we had filled up our vicks warm moisture humidifier. We went to bed around 8pm. Shortly after midnight we were awoken to the smoke alarm going off. There was a slight haze of smoke and smell of something burning. We quickly noticed that there was smoke coming from the humidifier. I unplugged it and my wife dumped her glass of water on it. It made a bunch of popping noises, but the smoke stopped. We let it cool and then took it apart to find that part of the plastic had melted and caught fire. Incident location: (B)(6), united states, this is my home address. Document number: (B)(4). Report number: (B)(4). Vicks warm moisture humidifier purchased from (B)(6). Retailer: (B)(6).